Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any other incidents reported from this lot. The reported patient effect of mitral valve injury, hypotension and worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported difficult grasping could not be determined. The reported difficult to remove (anatomy) was due to user technique/procedural circumstances. The reported patient effects of tissue damage, worsening mr and hypotension appear to be related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report the tissue damage, and worsening mitral regurgitation. It was reported this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr). The clip delivery system (cds) was advanced to the mitral valve, leaflet grasping was performed, sufficient posterior leaflet was not captured; thus, the clip was repositioned, and grasping was performed again. After a good grasp, the posterior leaflet came out of the clip and mr worsened to 4. Tissue damage was observed due to the grasping attempts. The clip was inverted and was retracted into left atrium and got caught in chordae. While freeing the clip from the chordae, the patients blood pressure dropped. The clip was not implanted and was removed. The procedure was aborted, and mitral valve replacement surgery was performed. The patient was stable at the end of the procedure. No additional information was provided.